Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 662 mg/dl. The customer stated that she changes the infusion set every three days. Troubleshooting was performed. The programming, basal, bolus, and daily totals on the insulin pump were correct. Ran a fixed prime test and the insulin exited. No further information was provided.